Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device analysis: visual analysis of the returned device noted the 3mm luer lock is broken and a small part of plastic is missing. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling: precautions: ¿ juvéderm® ultra xc is packaged for single-patient use. Do not resterilize. Do not use if package is opened or damaged. ¿ juvéderm® ultra xc is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity, and performance of the product and it can therefore no longer be assured. ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. Instructions for use: ¿ if the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle.

Event description:
Healthcare professional reported during injection with one syringe of juvéderm® ultra xc it "broke and got on patient slightly." Patient contact was made, but no injury to patient, staff, or injector. The packaged needle was used.